Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd neoflon¿ pro IV catheters experienced catheter separation from the hub. The following information was provided by the initial reporter: in nicu during cannulation, when customer got the first pick success they tried pulling out the stylet (needle) but during this procedure, the stylet peeled off from the cannula.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that 5 bd neoflon¿ pro IV catheters experienced catheter separation from the hub. The following information was provided by the initial reporter: in nicu during cannulation, when customer got the first pick success they tried pulling out the stylet (needle) but during this procedure, the stylet peeled off from the cannula.